Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The pump reportedly lost power after swimming. A replace battery was emitted and when the battery was reinserted into the pump, the pump would not power on. It was noted that condensation was visible under the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2013 with the following findings: the pump powers with a multicolored display due to internal moisture contamination. There was moisture visible behind display lens. The battery cap was unable to fully tighten due to damaged cap threads. The pump case cracked in the upper right hand corner of display area. A leak test shows leak at the crack in pump case. There was evidence of moisture contamination found throughout the inside of the pump.